Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "the flex arm would not stay fixed and the surgeon thinks some parts inside may be broken." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable.